Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing elevated power, dark urine and an ldh in the seven hundreds. The patient underwent hmii to hmii pump exchange due to expected pump thrombosis. Affected pump will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of heartmate ii lvas, serial number (B)(6) . Review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6) . And the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. (B)(6) . Was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6) visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Furthermore, section 6 of the hmii IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). Review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended.

Event description:
It was reported that the patient has since passed away and so the vad coordinators are unable to provide serial numbers. The passing was not due to the vad. The patient died due to right sided failure and progression of disease. The previous issues that led to pump exchange ( rise in ldh, powers etc, possible device thrombosis) might have caused or contributed to retrograde flow to the right side of the heart aggravating the rvf, although rvf was deemed patient condition related, the retrograde flow, congestion and unnecessary risk associated with the surgery/ pump exchange might have contributed to faster disease progression/ outcome.

Event description:
It was reported that the patient has since passed away and so the vad coordinators are unable to provide serial numbers. The passing was not due to the vad. The patient died due to right sided failure and progression of disease.